Manufacturer narrative:
It was reported that the patient had primary implantation in 1991 (unknown if s+n components were used) and revised for first time on (B)(6), 2004 where s+n components were implanted. Then, a second revision was performed on these components where they changed the slr size 5 stem (case- (B)(4)) and ceramic ball head 32 m (case (B)(4)) to slr size 6 and ceramic head 32l. This report includes the investigation results for the second revision surgery and the revised ceramic ball head 32m (75004173). To date the indications for this revision surgery were not provided. The device, which intent use is in treatment, was not returned for investigation. Additionally no batch number was communicated which make a thorough product history review impossible. The risk of an unspecified functional issue which lead to a revision surgery is covered within our current risk file and rated as low. In our current instructions for use for hip implants several risk factors are mentioned which could lead to a revision surgery. After the performed investigations no conclusion about the failure of the device can be made. No findings are available and the root cause can not be established. Should additional information will be provided in future, this case will be re-assessed. S+n will monitor this device for similar issues.

Event description:
It was reported that the patient had primary implantation in 1991 (unknown if s+n components were used) and revised for first time on (B)(6) 2004 where s+n components were implanted. Then, a second revision was performed on these components where they changed the slr size 5 stem ((B)(4)) and ceramic ball head 32 m ((B)(4)) to slr size 6 and ceramic head 32l.